Event description:
It was reported the sys failed to boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The surge suppressor, power control board, power supply cable and power cord were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.